Event description:
It was reported that the ipg would no longer charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for the last 2 years.